Event description:
The patient underwent an abdominoplasty with liposuction using -0- quill srs pdo for deep closure of the abdominal incision. Fourteen (14) days post surgery, the pt experienced redness and irritation at the incision line and was started on an oral antibiotic (levaquin) for fourteen (14) days. A culture and sensitivities test was performed. Twenty-one (21) days post surgery, the pt experienced a two (2) millimeter by six (6) centimeter wound dehiscence to the medial aspect of the abdominal incision. The pt was treated with betadine dressings and will need scar revision.

Manufacturer narrative:
Portions of the used quill srs were retained, but not returned to the reading facility. Unused samples must be available to perform the appropriate testing/ analysis relevant to this event. Eight (8) unused samples from lot m260270 were tested. Visual analysis, pre/post hydrolysis testing and moisture testing was performed. Test results show that the samples met specification. Conclusions: relevant portions of the device history record were reviewed for the finished good lot number reported. No relevant findings were noted during this review. Angiotech reference: - quill srs, size -0-, pdo